Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was "high"; although specific value was not provided. There was no adverse impact to their long-term health due to immediate corrective measures. The customer was instructed by technical support to replace the malfunctioning pump with a new one that has updated software. Furthermore, the customer will use multiple daily injections for insulin delivery until the replacement arrives. Technical support provided detailed instructions for returning the problematic pump and prepared for the delivery of a new pump without requiring a signature.